Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 106 mg/dl, 86 mg/dl and 154 mg/dl. The mother reported that she stored the test strips not in the original test strip vial but put them into a different empty vial of accu-chek performa test strips. Because her daughter was feeling symptoms of a hypoglycemia, but the meter did not display a correspondant low value. Her mother gave her some juice.